Event description:
Customer reported that erroneous accutni (troponin I) results were generated by the unicel dxi 800 access immunoassay system. The sample was hemolyzed prior to assay. The results were reported out of the lab. The samples were retested and the results obtained were within the normal reference range. There are no reports of any adverse event or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the facility and examined the system. The fse performed a high sensitivity system check and carry-over test; all testing was within spec. The fse made note of damaged wash tower peripumping tubing. The tubing was replaced. Although parts were replaced, no clear root cause could be determined. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.